Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, cholecystectomy and cholecystectomy. Concurrent conditions were listed as stomach pain, pelvic pain female and smoker. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion intervention required) and device expulsion ("essure coil all the way down into the endometrial cavity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy cornuectomy). At the time of the report, the device expulsion had resolved. The outcome of pelvic inflammatory disease was unknown. The reporter considered device expulsion and pelvic inflammatory disease to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: clinical history: foreign body in uterus specimen(s): fallopian tube - bilateral fallopian tubes final diagnosis fallopian tube: bilateral fallopian tubes fallopian tubes, bilateral, salpingectomy: essure coil identified within each fallopian tube. Full cross sections of both fallopian tubes identified. Paratubal cyst. Fallopian tube bilateral fallopian tubes a: this slide shows full cross sections of fallopian tube. There is also endometrium and myometrium that may represent sectioning contaminant. B: this slide shows full cross sections of fallopian tube. C: this slide shows a paratubal cyst. Gross description fallopian tube bilateral fallopian tubes received in formalin labeled "bilateral fallopian tubes¿ is one intact fallopian tube and one disrupted fallopian tube, received in multiple fragments. Two fimbria are identified. The fallopian tube segments range in length from 1.7 to 8.5 cm and range in diameter from 0.4 to 0.6 cm. Within the proximal end of each fallopian tube and extending into attached myometrial tissue are coiled metallic wires, measuring 3.0 cm in length x 0.2 cm in diameter, each. Also in the container is a separate previously disrupted unilocular [pregnancy test urine] on (B)(6) 2020: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, cholecystectomy and cholecystectomy. Concurrent conditions were listed as stomach pain, pelvic pain female and smoker. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion intervention required) and device expulsion ("essure coil all the way down into the endometrial cavity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy cornuectomy). At the time of the report, the device expulsion had resolved. The outcome of pelvic inflammatory disease was unknown. The reporter considered device expulsion and pelvic inflammatory disease to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: clinical history: foreign body in uterus. Specimen(s): fallopian tube - bilateral fallopian tubes. Final diagnosis: fallopian tube: bilateral fallopian tubes. Fallopian tubes, bilateral, salpingectomy: essure coil identified within each fallopian tube. Full cross sections of both fallopian tubes identified. Paratubal cyst. Fallopian tube: bilateral fallopian tubes. This slide shows full cross sections of fallopian tube. There is also endometrium and myometrium that may represent sectioning contaminant. This slide shows full cross sections of fallopian tube. This slide shows a paratubal cyst. Gross description: fallopian tube: bilateral fallopian tubes. Received in formalin labeled "bilateral fallopian tubes¿ is one intact fallopian tube and one disrupted fallopian tube, received in multiple fragments. Two fimbria are identified. The fallopian tube segments range in length from 1.7 to 8.5 cm and range in diameter from 0.4 to 0.6 cm. Within the proximal end of each fallopian tube and extending into attached myometrial tissue are coiled metallic wires, measuring 3.0 cm in length x 0.2 cm in diameter, each. Also in the container is a separate previously disrupted unilocular. [Pregnancy test urine] on (B)(6) 2020: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: medical record received. Event medical device removal is replaced with pid & device expulsion. Patient & reporter information updated. Medical history &lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2012, the patient had essure inserted. On (B)(6), 2020, 2769 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6), 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.